Event description:
It was reported that the device was stuck with guidewire. The target lesion was located in a severely calcified vessel. A 2.25 x 10 mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was stuck with the guidewire. The catheter and guidewire were then removed as a unit and the procedure was completed with another of the same device. No complications reported and there was no patient injury.